Event description:
It was reported that during placement, the foley catheter balloon ruptured twice in the same patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the foley catheter balloon ruptured twice in the same patient. Per investigator's notification received on 18mar2026, it was reported that additional sample with balloon rupture was returned for evaluation was found during sample evaluation.

Event description:
It was reported that during placement, the foley catheter balloon ruptured twice in the same patient. Per investigator's notification received on 18mar2026, it was reported that additional sample with balloon rupture was returned for evaluation was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found there was present salt on the balloon area. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did show the affected date code 5at029 show 0.08 percent rejection in process scrap related to balloon rupture. Lot file review was performed on the lot and does not indicate any reject or rework associated with this issue. Therefore, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.